Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Event month and day unknown. Only year (2017) is known.

Event description:
It was reported that during an unknown procedure, the device jammed midway through a staple cartridge and despite trying both the release button on the back of the device as well as the manual release and activating both together, surgeon was unable to get the jaws of the stapler to release from the tissue. It is unknown how the case was completed. There were no patient consequences reported.